Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012, with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging she was unable to perform blood glucose test on the patient because his onetouch ultra 2 meter was displaying an unknown error message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began on (B)(6) 2012, at approximately 4pm. The patient manages his diabetes with lantus and humalog insulin and is a self-adjuster. She continued with his usual diabetes management routine, when the meter would not count down and give a reading. The reporter claimed that approximately 1 hour later, the patient had a ''low blood sugar episode'' but did not clarify further on what the symptoms were; she treated him with juice at an unknown time on (B)(6). No other device was used for testing. At the time of troubleshooting, the cca noted that subject meter was not being used for the first time. The reporter stated she has already replaced the battery, after getting the error message, but the issue remained. A retest over the phone could not be attempted because the meter was now not powering on. Replacement products were sent to the patient. Although it is not clear what symptoms developed as a result of the alleged issue, this complaint is being reported because the reporter claimed the patient developed symptoms suggestive of hypoglycemia after the alleged issue resolved.